Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: rf (radio frequency) head cable is cut. It is noted the rf head passed all functional and systems tests. No other anomalies were found. Concomitant medical products: product ID: 2090, programmer. Product ID: 229047, analyzer. (B)(4).